Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. On an unreported date, the patient was treated with injection vancomycin 1gm, injection amikacin 150mg, injection fortum 500 mg and injection reflin 500 mg for peritonitis. The patient's outcome from the peritonitis was unknown. Dianeal and extraneal therapies were ongoing. No additional information is available.